Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was fully evaluated including an internal inspection of the auxiliary connection without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed the auxiliary connection had rapid connects and disconnects, which may suggest a problem with the auxiliary adaptor. However, the auxiliary adaptor was not returned as part of this investigation. Customer was notified. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.